Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. Device remained powered on when undocking and docking while device is powered on. The reported failure was unable to be confirmed. An internal inspection of the device was conducted and a component of the instrument board (u21) did not pass testing specifications. The identified component failure is the most likely cause of the experienced issue; however the reported failure could not be duplicated through testing. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that after 1-2 minutes device switches off by itself, even though the device is on docking station or battery mode. No consequences or impact to patient was reported.